Event description:
3m company representative reports the patient received a sligh shock when walking through the security gates a the public library. The reported interaction was between the medtronic ins and a 3m model 3802 library dectection system. No additional information on patient symptoms or outcome at the time of this report.